Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the complaint states: ¿it was reported that the glue stuck too much and when they went to open on a sterile field it contaminated the product they were opening. Not the whole sterile field just the gentamicin 20g.¿ no sample was received by blackpool to investigate the complaint description. Identification of the alleged deficiency is not possible with the information available. The complaint description cannot be confirmed. Retained samples for this lot number were examined and no issues were identified. Root cause for this issue cannot be determined. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. The number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot : device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed (B)(4) units released. Lot expiry date: 31 august 2022. H10 additional narrative: added: h6 (device code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the glue stuck too much and when they went to open on a sterile field it contaminated the product they were opening. Not the whole sterile field just the gentamicin 20g. Mfg# (B)(4). Lot# 9292942.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary ==> the complaint states: ¿it was reported that the glue stuck too much and when they went to open on a sterile field it contaminated the product they were opening. Not the whole sterile field just the gentamicin 20g.¿ no sample was received by blackpool to investigate the complaint description. Identification of the alleged deficiency is not possible with the information available. The complaint description cannot be confirmed. Retained samples for this lot number were examined and no issues were identified. Root cause for this issue cannot be determined. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary the number of complaints received for this failure mode will continue to be monitored and product updates/ recommendations will be implemented at the post market surveillance review dependent upon occurrence ratings. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required. Device history lot ==> device history reviewed: 2 unrelated non-conformances on this lot number. Final micro and sterility tests passed 2820 units released. Lot expiry date: 31 august 2022 corrected: h3.